Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 08/11/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9

Manufacturer narrative:
Date sent to the FDA: 09/09/2021. Additional h6 medical device problem codes: a0401. A manufacturing record evaluation was performed for the finished device batch qpbdtt, 8833h56 and no non-conformances were identified. Additional h-3 summary: one opened sample of product code 8833h was returned for analysis. In order to evaluate the conditions of the returned sample, the needle was received broken in two sections, swage area attached to suture piece and a needle piece, no needle pull of was noted. During the visual inspection of the suture piece, body fluids and marks on the surface due to use were found, the end was cut and no fraying suture was noted. Additional evaluation was necessary to determine the assignable cause of the breakage needle. Hsa analysis: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and suture was used. The suture came away from needle at swage and fraying was noted during use. Case completed with like product. Delay only as long as it took to open another suture, there were no patient consequences. No additional information was provided.